Event description:
A surgeon reported he had a cannula come off the end of a 3cc syringe during surgery. No known impact to the pt. Add'l info is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).